Manufacturer narrative:
It was further reported by the customer during the investigation that the emt had fallen out of the ambulance trying to free the stuck transfer. The emt injured their head in the event and was taken to the emergency room for treatment and may have experienced a concussion.

Event description:
It was reported that the power load transfer was stuck half of the way outside of the ambulance. It was also reported that an emt fell out of the ambulance while trying to move the trolley that was stuck on the transfer. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load transfer was stuck half of the way outside of the ambulance. It was also reported that an emt fell out of the ambulance while trying to move the trolley that was stuck on the transfer. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load transfer was stuck half of the way outside of the ambulance. It was also reported that an emt fell out of the ambulance while trying to move the trolley that was stuck on the transfer. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported by the customer that the emt had fallen out of the ambulance while trying to free the stuck trolley. The user event was a result of failing to release the power load trolley manually as described in the operations manual. This unit is equipped with a manual override to allow the unit to be extended or retracted in the event the system encounters an issue during powered loading.